Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on 05/10/2012 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 5/25/2022. H6: appropriate term / code not available (e2402) utilized to capture digestive problems. Additional b5 narrative: it was reported that the patient underwent mesh removal on 1/17/2020 due to adhesions, hernia recurrence, abdominal pain, digestive problems and scar tissue.

Manufacturer narrative:
Date sent to the FDA: 6/1/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.